Event description:
The daughter of a (B)(6) old female patient contacted zoll customer support to report that the patient's monitor was damaged at the monitor/electrode belt interface. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (bent monitor pins) is under evaluation. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the alleged deficiency. The patient was issued a replacement monitor.